Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Ndexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a skin reaction under the sensor patch. The sensor was inserted at the abdomen on (B)(6) 2017. Date of issue is an approximate. The reaction was described as dry skin, a little red, almost like skin is cracked. Affected area was treated with triamcinolone cream prescribed on (B)(6) 2016 for a previous reaction. Dates prescription is an approximation. At time of contact, patient is fine. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.